Manufacturer narrative:
Concomitant medical products: triathlon ps fem component, cemented; cat#:5515-f-402; lot#: tdovd; triathlon prim tib baseplate - cemented; cat#:5520-b-400; lot#: u3hdb; triathlon asym patella a32x10; cat#:5551l320; lot#:ley899. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent irrigation and debridement with liner exhange for treatment of infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the event could not be confirmed nor the root cause determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient underwent irrigation and debridement with liner exhange for treatment of infection.